Manufacturer narrative:
The technician found the right side rail power control board was causing the issue. The technician replaced the power control board to resolve the issue.

Event description:
Technician alleged that the bed had unintentional movement of the hi/low. The bed would lower and then shake on its own. No pt impact.